Event description:
It was reported that during a da vinci s total hysterectomy surgical procedure, the harmonic curved shears insert broke and pieces fell inside of the pt. The broken pieces were retrieved and the planned surgical procedure was completed. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the customer reported complaint, engineering observed that one side of the clap arm attachment hinge feature is bent. Based on the damage to the hinge feature, engineering concluded that overloading likely occurred with the clamp arm in the open position. There may also have been an instrument collision that contributed to the separation of the clamp arm. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively.